Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the bronchovideoscope exhibited distal tip on the insertion tube wanted to disconnect. The issue occurred at reprocessing. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
Updated: b5, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection. Based on the results of the investigation, the probable causes of the alleged failure "distal tip on the insertion tube wanting to disconnect - the camera wants to disconnect and break off " is due to detached, fail continuity reading, ccd shrink tube is cut, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.